Event description:
It was reported that air ingress occurred. During a circumferential pulmonary vein isolation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use in the left atrium. During device preparation, the sheath was observed to be leaking air. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.